Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a lead was broken in half, resulting in a loss of stimulation and high impedance. The perc lead was not working on explant and was discovered that it was broken in half at the distal end. The leads were replaced with a paddle. Troubleshooting included an impedance check on all electrodes. A device revision was done and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the reason for explant was due to high impedances on 1 lead. Loss of relief due to lead not working.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 02-aug-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.